Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text: (B)(6) 2018; covenc1 customer called back to complete hp testing. Reviewed notes with customer and hp testing passed. Assisted customer in resetting pump fill cannula back to 0.5u and reviewed results with customer. Discussed that mechanically there appears to be no issue with the pump's ability to operate and that this may be caused by other issues. Did also mention that now that we have noted this if issues continue we can re-visit the pump. Customer understands. Complaints text (B)(6) 2018; (B)(6) initial notes: my insulin pump is not working right I had another lady. Customer calling back to continue hbg t/s on pump. Inquired what led up to the complaint. Customer response: costumer calling back to continue t/s on the pump for high. Item - 'advise leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus' reason not completed - customer left off checking for air bubbles in tubing with previous rep.. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Over the last few days I've change set and site 5 times also has and w bottle of insulin that is not expired. No bent cannula. Adv inaccurate pump settings may result in hbgs. Adv if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. Customer declined to check their settings. No changes have been lowered but some have been raised. Adv the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Adv if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer does not have a tubing clamp available. Item - 'explain the 2 high bg rule' reason not completed - customer understands.. Adv to change entire set, reservoir and insulin and treat per hcp's instructions. Adv to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. Customer's outcome pertaining to the complaint: customer is at work and does not have access to her tubing clamp or an additional set. Advised to call beck and we will perform the hp test only. Ship: nothing / return: nothing. Complaints text: (B)(6) 2018; erp_rfc_user related svn: (B)(4); complaints text: (B)(6) 2018; (B)(6) initial notes: cust states that insulin pump is not working. Inquired what led up to the complaint. Customer response: cust states that over the past 5 days she has had a problem. Her bgs have been over 400. She changed the infusion sets. She has tried sets out of a different lot. It's not the insulin because she took a manual injection with the insulin and it worked. It's been especially bad for past 3 days. High bg/under delivery t/s per (B)(4). Patient's bg at time of incident: like 490 mg/dl. Patient's current bg: 367 mg/dl. Customer reports the following symptoms related to their high bgs: a little bit. Suggested calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to t/s. Adv the symptoms they have expressed may be indicative of the possible onset of dka. Inquired if customer would like to stop now and contact their hcp, or if they wish to proceed. Customer response: cust wishes to proceed. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: syringes. Customer re go to record for full text.